Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that on (B)(6) 2016 that patient was connected to ac power and a battery. It was stated that the patient removed the ac power adaptor and heard a no power alarm. Patient then reconnected all power sources with resolution and restarting of pump. Patient double checked all connections to ensure security. Patient marked this battery and was instructed to watch for any usual behavior. This same scenario occurred on (B)(6) 2016, where patient was on ac power and battery, patient removed the ac power and heard a no power alarm, this happened with the same battery connected. At this time battery was removed from service. It was stated that his has not happened with patient's other batteries. It was stated that the battery was exchanged and that the event's had no effect on patient. No additional information available.

Manufacturer narrative:
One battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller log files recorded a controller power-up caused by a double disconnection on (B)(6) 2016 at 11:19:08. The data point prior to the controller power up recorded (B)(4) connected to power port 2 with 41% relative state of charge (rsooc) and no power source connected to power port 1. (B)(4) was previously connected to power port 1 with 96% rsoc. The data point after the controller power up revealed that (B)(4) was reconnected to power port 1 with 94% rsoc and (B)(4) was connected to power port 2 with 96% rsoc. No other controller power up event was observed near the reported event date. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that one of the power sources connected prior to the loss of power was replaced. Analysis of the battery revealed that the unit met specifications; the battery passed visual and functional testing. The reported loss of power could not be replicated during bench testing. The battery was able to adequately provide power to a test bed controller. The most likely root cause of the reported event (controller power-up) can be attributed to a disconnection of both power sources. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.